Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a prostate procedure "end firing" was observed. The procedure was completed using a second fiber. There was "no injury" to patient reported.

Manufacturer narrative:
(B)(4). The glass cap shows a circumferential fracture at distal side of fiber/glass cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits moderate devitrification at the output window; the metal cap exhibits moderate detritus adhesion on metal surface; the outer flow tubing exhibits mild contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
Joules used: 219,644. Time expended: 10:14 minutes. The fiber tip (cap) was not cleaned during the procedure.